Event description:
Same case as MFR report#: 2134265-2010-05792. It was reported that during a stenting treatment procedure, a shaft fracture, stent dislodgement and dissection occurred. The 80-90% stenosed eccentric de novo lesion measuring approximately 3.0mm in diameter and 60mm in length was located in a severely tortuous and severely calcified proximal right coronary artery (rca). The lesion was predilated with an unspecified device. Then a promus element of unknown size was implanted in the lesion. A 3.0x32mm promus element was advanced to the lesion, but resistance was felt and the device caught on the previously implanted stent. The physician pulled hard in an attempt to remove the device and the shaft of the stent delivery system fractured approximately 10cm from the distal end of the device and the stent dislodged. A type d dissection in the rca also occurred while attempting to remove the device. The patient was sent to bypass surgery to remove the 10cm of the shaft, retrieve the stent and repair the dissection. No further patient complications occurred. The patient status is listed as stable. Upon review of the cine, a dissection was noted after placement of the guide catheter. The promus element stent that was initially deployed first in the lesion was shortened in the proximal third of the stent where it was interacting with the guide catheter. Upon placement of this stent the dissection appears to progress distally to the mid rca. This device is only ous approved but it is similar to an approved us device.

Event description:
Same case as MFR report#: 2134265-2010-05792. It was reported that during a stenting treatment procedure, a shaft fracture, stent dislodgement and dissection occurred. The 80-90% stenosed eccentric de novo lesion measuring approximately 3.0mm in diameter and 60mm in length was located in a severely tortuous and severely calcified proximal right coronary artery (rca). The lesion was predilated with an unspecified device. Then a promus element of unknown size was implanted in the lesion. A 3.0x32mm promus element was advanced to the lesion, but resistance was felt and the device caught on the previously implanted stent. The physician pulled hard in an attempt to remove the device and the shaft of the stent delivery system fractured approximately 10cm from the distal end of the device and the stent dislodged. A type d dissection in the rca also occurred while attempting to remove the device. The patient was sent to bypass surgery to remove the 10cm of the shaft, retrieve the stent and repair the dissection. No further patient complications occurred. The patient status is listed as stable. Upon review of the cine, a dissection was noted after placement of the guide catheter. The promus element stent that was initially deployed first in the lesion was shortened in the proximal third of the stent where it was interacting with the guide catheter. Upon placement of this stent the dissection appears to progress distally to the mid rca. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached. The stent was not returned. The balloon was returned partially inflated. There was a break at the port area between the lumen and the midshaft. The lumen was accordioned just distal to the balloon and the lumen was kinked along it's entire length. The midshaft, corewire and the hypotube were kinked along their lengths. Mandrel resistance was encountered due to the presence of solidified blood in the inflation lumen, therefore indicating the device had been used in vivo. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).